Manufacturer narrative:
Additional information was received on (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 8, 2021. Device evaluation summary: according to the information received, when the smooth high profile xtra, 415cc breast implant was opened it was noticed it was slightly cloudy and there was a residue inside the plastic container. The product was returned to mentor for evaluation, the packaging was not returned. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned device determined that the smooth high profile xtra, 415cc breast implant presented a stain appearance. Leak test was performed, in accordance to mentor procedures, and no leak sites or gel residues were observed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during a breast reconstruction a 415cc mentor memorygel breast implant appeared to be slightly cloudy and left a gel residue within the box. This resulted in a slight procedural delay, as the same occurred with two other devices. The device did not contact the patient. The physician did not assess the procedural delay to an be an increased risk to the patient. The procedure was continued using another device with no patient consequence. The determination of reportability was made on the increased risk the device malfunction creates to the patient had it noted been detected prior to implantation, and not on the slight procedural delay.